Manufacturer narrative:
H11: based on investigation findings, it cannot be excluded that the source of the contamination is related to the location where the device is used and remains unknown. The risk is in the acceptable region. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the 3t heater cooler resulted positive for mbnt chimaera in the water test performed in april (after disinfection). This test was then negative after sanitization and a water sample taken in may. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t hearter cooler. The device is maintained as per the IFU, but since it is a forklift for emergencies, it is always kept empty and disinfected every 14 days and checked with microbiological tests every month with a two-month culture. Therefore, they are awaiting the results of the samples taken in june and july. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.